Event description:
This system was explanted due to chest pain and tricuspid valve vegetation. There were no other adverse patient events reported. Should additional information be received, this file will be updated. The exact explant date is not known, but a new system was implanted on (B)(6) 2014 and the patient was discharged on (B)(6) 2014.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.